Event description:
Meter name: ot basic. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizziness, weak, sleepy, tired. A pt reported they were unable to test. Their meter allegedly would only prompt insert strip message. There was no result on their meter. There were no other tests and no comparison. No treatment. No further info has been reported.